Event description:
IV tubing primed fine, but luer lock on end was fixed and would not screw down onto male adapter of saline lock to infuse properly. Tried to use a kelly clamp to loosen the fitting, but it would not loosen. No harm to patient, but patient receiving immunoglobulin for his infusion, and the length of the tubing was primed with the med, so that amount was not infused into patient due to this particular tubing. New set obtained and was used without incident. Approximately 25-30 ml immunoglobulin wasted in tubing when bottle was only 50 ml to begin with. Manufacturer response for IV tubing, IV tubing (per site reporter). Ongoing issue with baxter tubing.